Event description:
It was reported that this patient fell and broke their arm. The patient went to the hospital. Upon device interrogation of this cardiac resynchronization therapy defibrillator (crt-d), there were no arrhythmic events that correlated to the fall, but there were stored events of respiratory rate trend (rrt) noise and oversensing on the right atrial (ra) lead channel. There was no asystole of greater than two seconds observed. The ra lead is a non-boston scientific product. Technical services (ts) analyzed device episode data and recommended reprogramming options as well as isometric testing. It was noted that the rrt feature will be turned off. No additional adverse patient effects were reported. Currently, this device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.